Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for headache and spinal pain. It was reported that the patient got the therapy to treat migraines and it was stimulating the nerves in his head. The therapy working initially and then suddenly stopped helping the migraines in (B)(6) of 2011 and reprogramming did not resolve the issue. The patient no longer used the therapy because it did not work for him and didn't help his pain, but hekept the ins charged for fear of the ins battery leaking. On (B)(6) 2016, the patient had poor communication on the patient programmer and got the reposition antenna screen when he tried to start a charging session. He was not able to communicate with the recharger or patient programmer. The patient had last recharged a couple months prior. The patient was to follow up with a health care professional (hcp) but he did not have a managing hcp as his previous hcp no longer worked with the manufacturer's devices. Additional information has been requested regarding outcome, but it was not available at the time of this report. If additional information is received, a follow-up report w ill be submitted.